Manufacturer narrative:
The pump has been returned to animas and evaluated on 11/09/2017 with the following findings: the battery compartment was found to be cracked.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the pump was returned and investigation verified the damage. There was no indication that the product caused or contributed to an adverse event.